Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no patient involvement, as the patient was attempting to manually reset the pump at the time of the reported event.